Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing patient samples on bd facscanto¿ ii flow cytometer erroneous results were obtained. Samples were not redrawn and there was no delay in treatment or impact to patient. The following information was provided by the initial reporter, translated from (B)(6) to english: facscantoii cell test results are abnormal. Clinical use, no impact on the treatment of patients, placed in the laboratory cell room. Are there erroneous results on patient samples from diagnostic test? (If yes or unknown, go to question #2. If no, no further questions required.): yes. Was there any delay of treatment due to the issue? (Go to question #3): no. If patient samples were redrawn, was there any change or delay of treatment? (Go to question #4): no. Was there any physical harm/injury to the patient due to the issue? (If yes or unknown, go to question #5. If no, no further questions required): no.

Manufacturer narrative:
H.6. Investigation: ¿ scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2 system ivd part # 338960 and serial # (B)(6). Problem statement: customer reported a complaint regarding their instrument producing erroneous results. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 18may2020 to date 18may2021. Complaint trend: there are 12 complaints related to this issue of erroneous results. Date range from 18may2020 to date 18may2021. Manufacturing device history record (DHR) review: DHR part # 338960 serial # (B)(6), file # (B)(4) or (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax the root cause of the erroneous results was due to a misaligned optical path. The customer reported that the instrument produced abnormal test results. An fse (field service engineer) was sent onsite to observe the issue, and they found that the instrument¿s optics needed to be calibrated. The fse performed a focus alignment on the optical path before testing the instrument to confirm that it was functioning as expected. No return sample was requested for evaluation because no parts were replaced. After calibrating the optics, the instrument was tested and was performing as expected without further incident. Although this instrument was being used for clinical tests on patient samples, the erroneous results gained during the incident were not used to treat the patient and did not delay the treatment of the patient. The results were captured prior¿to any diagnosis decision and¿was reported¿to bd as not expected. There was no leakage during this incident and the customer was not harmed in any way. The safety risk is limited, s2, and there was no impact to patient health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2012. Defective part number: n/a. Work order notes: subject / reported: pi-338960-facscantoii-cell test results are abnormal. Problem description: 1. Facscantoii cell test results are abnormal. 2. Clinical use, no impact on the treatment of patients, placed in the laboratory cell room. 3. Kol instrument, (B)(4). Work performed: the calibration signal, the test sample is normal, and the instrument is operating normally. Cause: signal needs calibration. Solution: the calibration signal, the test sample is normal, and the instrument is operating normally. Returned sample evaluation: a return sample was not requested because there were no replaced parts. Risk analysis: risk management file part #338960-03ra, version a, bd facscanto ii flow cytometer (optics) fmea was reviewed. The severity rating in this file is an ¿8¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 rev. 12/vers. J whereby the unexpected result is obvious or indicated by additional (warning) information and hence the impact to the patient is negligible to none. The current mitigations are adequate with rpn under acceptable range. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no. O item: 7. Collection lens. O function: 7.1 focus broadband light onto collection fibers. O potential failure mode: 7.1.1 light is not adequately focused. O potential effects of failure: 7.1.1.1 poor sensitivity, misclassification. O potential causes/mechanisms of failure: 7.1.1.1.1 less than ideal achromaticity in collection lens - compromise wavelength must be chosen to optimize alignment. O current controls: once lens is set during manufacturing, installation and/or during pms, the lens performance does not change. O recommended actions: n/a. O responsible party: n/a. O target completion date: n/a. O actions taken: n/a. O severity: 8. O occurrence: 1. Detection: 1. Rpn: 8. Mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause of the erroneous results was due to a misaligned optical path. Conclusion: based on the investigation results the root cause of the erroneous results was due to a misaligned optical path. The fse confirmed the issue and performed a focus alignment to calibrate the optical path. After the repair the instrument was functioning as expected. No treatment or diagnosis was given due to the unexpected results. The safety risk is limited, s2, and there was no impact to patient health or safety.

Event description:
It was reported while testing patient samples on bd facscanto¿ ii flow cytometer erroneous results were obtained. Samples were not redrawn and there was no delay in treatment or impact to patient. The following information was provided by the initial reporter, translated from chinese to english: 1. Facscantoii cell test results are abnormal. 2. Clinical use, no impact on the treatment of patients, placed in the laboratory cell room. 1 are there erroneous results on patient samples from diagnostic test? (If yes or unknown, go to question #2. If no, no further questions required.): yes. 2 was there any delay of treatment due to the issue? (Go to question #3): no. 3 if patient samples were redrawn, was there any change or delay of treatment? (Go to question #4): no. 4 was there any physical harm/injury to the patient due to the issue? (If yes or unknown, go to question #5. If no, no further questions required): no.